Event description:
A nurse reported that during a procedure, they experienced a lot of bubbles coming into the eye when only using infusion. These bubbles continued for the entire case. Although no pt injury occured, the event slowed the procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).